Event description:
This report was received from global pharmacovigilance (gpv) and is a literature report from a meeting presentation from the (B)(6) of encapsulating peritoneal sclerosis (eps) in a patient subsequent to icodextrin therapy for peritoneal dialysis for treatment of end stage renal disease (esrd). On an unreported date, the patient began pd with extraneal for treatment of esrd caused by chronic glomerulonephritis. The patient received pd for approximately 178 months and experienced 3 episodes of peritonitis (cause not reported). On an unreported date the patient was diagnosed with esp. Diagnosis followed clinical symptoms of abdominal pain (duration not reported). Treatment consisted of tpn and the patient continued with pd. Additional clinical data were not reported. This is case three of three from the same reporter. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, suspect device info and manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Additional information: the patient experienced peritonitis in (B)(6) 2003 caused by (B)(6) species (recovered), another episode in (B)(6) 2008 and (B)(6) 2010 (cause not reported). The patient remains on pd. No additional information concerning the eps was provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.